Event description:
It has been reportedthat the screw head and shaft became broken while revising the placement of the screw. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 212 mg/dl, 162 mg/dl, 154 mg/dl, and 21 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.